Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal and joint pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("abdominal and joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), urticaria ("urticaria") and cerebral disorder ("the "pile of knots" in the brain"). The patient was treated with surgery (hysterectomy (removal of the uterus) was performed on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, migraine, fatigue, urticaria and cerebral disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, cerebral disorder, fatigue, migraine and urticaria with essure. The reporter commented: first sigh of relief, three years after placement of the inserts and the start, almost immediate, of the problems that weighed heavily on her professional life and her family life. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain ("abdominal and joint pain"). Essure was removed via hysterectomy. Abdominal pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use, the consumer had abdominal pain and essure was removed. Considering the compatible temporal relationship and the event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The ptc investigation was initiated. No active follow-up will be pursued.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal and joint pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("abdominal and joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), urticaria ("urticaria") and cerebral disorder ("the "pile of knots" in the brain"). The patient was treated with surgery (hysterectomy (removal of the uterus) was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, migraine, fatigue, urticaria and cerebral disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, cerebral disorder, fatigue, migraine and urticaria with essure. The reporter commented: first sigh of relief, three years after placement of the inserts and the start, almost immediate, of the problems that weighed heavily on her professional life and her family life. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1063 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: after a company internal review narrative was amended, this case was not received from a health professional. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ("abdominal and joint pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("abdominal and joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), urticaria ("urticaria") and cerebral disorder ("the "pile of knots" in the brain"). The patient was treated with surgery (hysterectomy (removal of the uterus) was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, migraine, fatigue, urticaria and cerebral disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, cerebral disorder, fatigue, migraine and urticaria with essure. The reporter commented: first sigh of relief, three years after placement of the inserts and the start, almost immediate, of the problems that weighed heavily on her professional life and her family life. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1063 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report